Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the eccentric, non-tortuous and moderately calcified common femoral artery. A 8.0 x40, 75cm charger balloon catheter was advanced for claudication procedure. However, the balloon ruptured upon initial inflation at 6 atmospheres for <20 seconds. The device was successfully removed from the patient, and the procedure was completed with a smaller 7x40 charger balloon. There was no patient complications noted as a result of this event.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k112697, k112701, k141521.